Manufacturer narrative:
(B)(4). Complaint conclusion: as reported via the enterprise ide study (patient (B)(6)),on (B)(6) 2017, the enterprise 2 vrd stent was advanced to the desired parent artery location at the site of the target aneurysm, and deployed to the desired location with no attempts made to recapture the stent. Coils were implanted by jailed technique. During the procedure, a coil herniated through the stent struts and stretched resulting in a reported life-threatening event with blood flow delay considered by the investigator to be related to the coil and the procedure, but not the enterprise 2 stent. It was reported that there was no evidence of vasospasm or thrombosis in the stent. The coil was removed resulting in loss of vascular access requiring access from the other side and extension of procedure time for 86 minutes. The patient was intubated for comfort. During attempt to re-access the target aneurysm, multiple attempts using different combinations of microcatheters and microwires were unsuccessful to go through the enterprise stent into the aneurysm. It was reported that the angle of approach through the a1 prevented any catheter to safely track over an .014 wire into the aneurysm which is likely related to angles of the stent¿s struts. Finally, a coil was deployed. A half dose integrilin bolus was given for the slow flow through the parent vessel. There was a slight flow delay; however, the aca territory was filling. It was decided that since the patient had delay in flow, there was no complete cut off, with collateral flow filling this territory. It was decided to stop the procedure since they had a good result of the aneurysm stent coiling and despite the delay in flow, the patient had good filling of the aca territory. The events resolved with no residual effects on the same day as the index procedure. The events did not require prolongation of existing hospitalization. The patient remained asymptomatic throughout the procedure and remained symptom free. The device was not returned or the device remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Coil protruding through the stent and difficulty crossing the stent struts with other devices are known procedural complications of stent-assistance coil embolization and the enterprise stent. The angle of the sent and vessel may have contributed to the difficulty in accessing the aneurysm and the concomitant coil contributed to the coil protrusion/migration. Although the investigator felt the events were not related to the enterprise stent, there is no way to disassociate the events from the stent. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the enterprise ide study (patient (B)(6)),on (B)(6) 2017, the enterprise 2 vrd stent was advanced to the desired parent artery location at the site of the target aneurysm, and deployed to the desired location with no attempts made to recapture the stent. Coils were implanted by jailed technique. During the procedure, a coil herniated through the stent struts and stretched resulting in a reported life-threatening event with blood flow delay considered by the investigator to be related to the coil and the procedure, but not the enterprise 2 stent. It was reported that there was no evidence of vasospasm or thrombosis in the stent. The coil was removed resulting in loss of vascular access requiring access from the other side and extension of procedure time for 86 minutes. The patient was intubated for comfort. During attempt to re-access the target aneurysm, multiple attempts using different combinations of microcatheters and microwires were unsuccessful to go through the enterprise stent into the aneurysm. It was reported that the angle of approach through the a1 prevented any catheter to safely track over an .014 wire into the aneurysm which is likely related to angles of the stent¿s struts. Finally, a coil was deployed. A half dose integrilin bolus was given for the slow flow through the parent vessel. There was a slight flow delay; however, the aca territory was filling. It was decided that since the patient had delay in flow, there was no complete cut off, with collateral flow filling this territory. It was decided to stop the procedure since they had a good result of the aneurysm stent coiling and despite the delay in flow, the patient had good filling of the aca territory. The events resolved with no residual effects on the same day as the index procedure. The events did not require prolongation of existing hospitalization. The patient remained asymptomatic throughout the procedure and remained symptom free.